Event description:
It was reported by the affiliate that once the gastric band was implanted, the patient seemed to have an allergic reaction to the band. She became itchy, and her hands became swollen. Treatment was initially steroids acutely then ongoing anti-histamines.

Manufacturer narrative:
Date sent: 06/19/2009. Information is unavailable; device was not returned for evaluation.